Manufacturer narrative:
H6: 4110: work order search - no similar complaints within associated lots were found. Manufacture narrative: blurred vision and secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient still experienced blurred vision. The lens was later exchanged for a same size lens, different power and the problem was resolved. Cause of the event is unknown.